Event description:
It was reported that a large volume infusor leaked into the overpouch. The device was filled with benzylpenicillin. This malfunction occurred before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured february 24, 2014 to february 25, 2014. Investigation summary: the received photo was inspected and the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted